Event description:
Infrarenal filter placement was complicated by laceration of the filter deployment sheath in the right common iliac vein. The filter passed through the laceration and partially deployed. This was felt to be the result of the device.